Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2016 was chosen as a best estimate based on the date of mesh was implanted. This complaint was received as litigation from a legal source in australia. The implanting physicians are: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on (B)(6) 2016, for the treatment of recurrent stress urinary incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury.